Event description:
The manufacturer received information regarding a dreamstation 2 CPAP device. The patient states they "woke up and [the] machine was smoking" and "is now no longer working." Smoke was coming out in their mask, which they could smell it. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient states they "woke up and [the] machine was smoking" and "is now no longer working." Smoke was coming out in their mask, which they could smell it. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, errors code were found. The third-party service center concludes that unit got scrapped. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.